Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer¿s blood glucose level was 195 mg/dl at the time of incident and other value was 500 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and manual injection for high blood glucose level. Customer did not allege pump was under delivering. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer stated that cannula was bend. The insulin pump will not returned for analysis.